Manufacturer narrative:
Additional information previously submitted had incorrect information. "Check device errors were displayed. " has been removed.

Event description:
Additional information clarification (B)(6) 2016: tissue thyroid was being sealed when the errors occurred. Unknown what nerve compromised or what tissue was being sealed when the nerve was compromised. The device was placed to the nerve, more than 1 cm to be confirmed, when the seal cycle was engaged. No, the surgeon did not see any thermal damage to the nerve.

Manufacturer narrative:
The event product was not returned for evaluation therefore functional testing could not be performed. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the device history record for this lot confirmed that the product passed all manufacturing and quality inspections prior to shipment. Applied medical has reviewed the details surrounding the event and related products. The complaint noted that the device worked without alarms. Based on the information provided by the complainant, applied medical could not determine if a device malfunction occurred or if the patient outcome described is device related. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information clarification 26oct2016: check device errors were displayed. Tissue thyroid was being sealed when the errors occurred. Unknown what nerve compromised or what tissue was being sealed when the nerve was compromised. The device was placed to the nerve, more than 1 cm to be confirmed, when the seal cycle was engaged. No, the surgeon did not see any thermal damage to the nerve.

Manufacturer narrative:
Additional information previously submitted had incorrect information. The below info has been removed. Additional information clarification 26oct2016: check device errors were displayed. Tissue thyroid was being sealed when the errors occurred. Unknown what nerve compromised or what tissue was being sealed when the nerve was compromised. The device was placed to the nerve, more than 1 cm to be confirmed, when the seal cycle was engaged. No, the surgeon did not see any thermal damage to the nerve.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy-"we changed for another device with the same lot # 1275595. The new device worked without alarms, but the doctor complained that it took too long to seal, in consequence it gave more heat to the tissue. The patient had paralisis in the nerve, and the doctor believes that it was the heat that provoque." Additional information received 26 oct 2016: device involved with (B)(4) 078 is not available for evaluation. Patient status: unknown.